Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
From: productcomplaints@bd.com <productcomplaints@bd.com>. Sent: tuesday, january 14, 2025 12:19 pm. To: productcomplaints <productcomplaints@embecta.com. Subject: fw: defective syringe. From: ________. Sent: 1/13/2025 12:38 pm. To: customer.service.canada@bd.com<mailto:customer.service.canada@bd.com>. Subject: defective syringe. Hello, in the last pack of insulin syringes that I purchased from my vet office in (B)(6), I found a defective syringe. As you can see in the attached photos, there's no measurement printed on the barrel, which makes it virtually useless (not to mention the askew hub). I wanted to alert you about this issue, so that you can investigate it and prevent it from happening again in the future. I also wonder if I can get some compensation for this. I can provide you with more information regarding my purchase, if needed.